Event description:
Rv lead monitoring episodes showed some atrial oversensing on the ventricular channel but one recording picked up noise also on the very end. Recommended to bring patient in for further evaluation. Lead remains implanted. No adverse patient events were reported. Should additional information be received, this file will be update.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.